Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the connector failure of the subject device due to corrosion which might have occurred with foreign matter such as dust, dirt, or remainder of chemical solution remaining by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of (B)(4) checked the subject device. Though the subject device was tested lasting several hours, but the reported phenomenon was not duplicated. Instead, it was found that the subject device was heavily dusty such where the video connection and it was cleaned. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the maintenance. There was no patient injury associated with this report.